Event description:
The one touch ultra meter was displaying error 1. The patient did not obtain a reading. The patient does not report any symptoms at the time of the occurrence and unable/unwilling to answer if any treatment had been received. The customer service rep reports that the correct testing technique was being used and the battery compartment was in good condition. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.